Manufacturer narrative:
(B)(6). Implant date- 1996. Concomitant products: unknown head, unknown cup, unknown stem. (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain and liner wear approximately 21 years post initial implantation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Implant date - (B)(6) 1996. Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.